Event description:
(B)(4). My sex drive started decreasing while my periods started getting more frequent, every 3 weeks from always be very regular at 27-29 days. Periods are now so heavy that super plus absorbant tamping fill within 30 minutes. Sex is now very sore and I am very dry. I am also losing large amounts of hair each day and was just diagnosed with pcos, which I never had prior to essure and had 3, relatively easy to conceive pregnancies prior to being done having children.